Manufacturer narrative:
This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Initial reporter is a mitek employee. The complaint device was received and evaluated. No anomalies were observed on the exterior of the device. Functionally, the device was not able to cut and the operation of the device was not as smooth as expected. The handle seemed to be sticky causing some resistance to the device operation. This complaint can be confirmed. The information provided is not sufficient to discern a definitive root cause, however, typically when remnants of debris are logged between the outer and inner shaft, this hinders the device from operating smoothly. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an acl procedure the handle on the cord cutter is sticking and not allowing the device to cut. The procedure was completed by using a scissor. There was no patient consequences or surgical delay to the case. This report is for a cord cutter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: results, conclusion codes: upon further investigation, it was determined that the result codes and conclusion codes on the initial report were not accurate. Therefore, the result code was updated to operational problem in addition to the mechanical problem that was already reported on the initial report. Furthermore, the conclusion code was determined to be due to maintenance deficiency. All fields have been updated accordingly to reflect the correct information. Investigation summary: the complaint device was received and evaluated. No anomalies were observed on the exterior of the device. Functionally, the device was not able to cut and the operation of the device was not as smooth as expected. The handle seemed to be sticky causing some resistance to the device operation. This complaint can be confirmed. The information provided is not sufficient to discern a definitive root cause, however, typically when remnants of debris are logged between the outer and inner shaft, this hinders the device from operating smoothly. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.